Manufacturer narrative:
The reported failure of the internal battery is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device sn (B)(6), review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
The manufacturer received information alleging a ventilator inoperative and ventilator service required alarms occurred on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted that a ventilator inoperative alarm occurred during an operational check of the device. The manufacturer service technician evaluated and determined the software after an upgrade had caused the ventilator inoperative alarm to occur on the device. The manufacturer service technician reperformed the software upgrade on the device to address this issue. The device was powered on, and it displayed a ventilator service required alarm on the device. The manufacturer service technician reviewed the device's error log and recognized two error codes, internal battery failed and therapy held in booting monitor, were observed on the device's error log. The manufacturer service technician further evaluated and determined the removable battery and internal battery were depleted these two error codes to occur on the device. The internal battery had caused the ventilator service required alarm to occur when the device turned on. The manufacturer service technician recognized that charging was not being carried out when connecting the ac power cord due to the internal battery being depleted. The manufacturer service technician stated the internal battery was not rewritten to the proper software due to some malfunctions occurring while upgrading the software version. In conclusion, the device's internal battery was replaced to address the issue. The root cause is confirmed at this time. The device was upgraded from 1.06.10.00 to 1.06.15.00.